Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. This occurred before use. Therefore, there was no patient involvement. No additional information is available.